Manufacturer narrative:
Device lot # not provided/unknown. Reporter name unknown.

Event description:
The dentist reported that they was torquing the implant abut/crown when the driver tip (rash3n) broke off. An alternative driver was used to complete the procedure. The fractured portion was discarded.

Manufacturer narrative:
The event that was initially submitted on report MFR - 0001038806-2017-0048, on (B)(6), 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if were to recur based on additional information received from the investigation of the device item. The customer reported that the hex driver was broke off at the tip of the device, but after investigation of the received product it was confirmed that the hex driver was fractured horizontally across the isolatch which makes this event no longer a reportable malfunction. No further submission will be submitted for this event. A narrow right angle large hex driver tip (rash3n) was returned. Visual inspection of the as received product identified that the driver tip had fractured horizontally across the isolatch. The fractured piece was not returned. There were noticeable signs of wear due to usage around the hex and the body. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.